Event description:
The sales rep has reported that a revision of an alleged mrh implant that failed has taken place and was carried out by the customer. The original mrh femoral component was implanted in 2001.

Manufacturer narrative:
An event regarding a fractured device involving a mrh femoral component was reported. The event was confirmed. (B)(4) medical review indicated that there are large areas of bone resorption evident on x-ray behind anterior flange and medial section of device. This means a major part of the condylar section has lost all bone support and thus becomes subject to an overload condition resulting in a fatigue fracture after due time. The discussed failure scenario with overload through absence of bony support below the mrh femoral condylar section through a thick cement mantle just below the area where later a fatigue fracture occurred is a very plausible explanation for the failure both from a biomechanical and a clinical perspective. Thick cement mantles cause excessive micromotion at the implant-bone interface leading to bone resorption and thus gradual loss of bone support below the device until an overload condition is present. Fatigue fracture takes some time to develop and occurred some 13-years later. As such the root cause of failure in this pi case is procedure-related with regard to the application of bone cement in revisions and as such is not device related. Device history review: DHR review was satisfactory. Complaint history review: chr review indicates that there are no similar events for the lot. Conclusions: material analysis indicates that the mrh femoral component fractured in fatigue. No material or manufacturing defects were observed on components examined. The medical review concluded that the root cause of this pi case is overload through absence of bony support below the mrh femoral condylar section through a thick cement mantle just below the area where later a fatigue fracture occurred. Thick cement mantles cause excessive micromotion at the implant-bone interface leading to bone resorption and thus gradual loss of bone support below the device until an overload condition is present. Fatigue fracture takes some time to develop and occurred some 13-years later. As such the root cause of failure in this pi case is procedure-related with regard to the application of bone cement in revisions and as such is not device related.

Event description:
The sales rep has reported that a revision of an alleged mrh implant that failed has taken place and was carried out by the customer. The original mrh femoral component was implanted in 2001.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.